Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to set-up mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018 at approximately 9pm. The patient manages her diabetes with glipizide 5mg (twice daily) and humulin (54 units in the morning and 16 units at night) and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that she woke up on the morning of september 20 at 7:40am experiencing symptoms of ¿shaking hands¿ and reportedly self-treated by consuming some orange juice in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product, there had been no misuse and that the issue had occurred after removing/replacing the battery. The csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.